Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The returned insert received from the practice was tested in the qa lab on 09/28/15. The inserts was tested using a g-136 and a g-124 unit with a water flow rate of 35 and an input pressure of 40 psi. After running the insert, the temperature of the insert at the hottest spot was 101.7 f. In conclusion, the complaint for the insert overheating could not be duplicated with the requirements being above 118.4 f to warrant a failure.

Event description:
In this event it was reported that a cavitron 30k fsi-sli-10s insert overheated; no injury resulted.